Manufacturer narrative:
D10: 4724735 200-07-35 - advanced patella 35mm 3 peg implant 5253477 02-020-13-0250 - truliant cr cem fem cr cem left sz 5 5382807 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t the product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 73 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.